Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was allegedly found from the tube. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is unconfirmed as the problem could not be reproduced. One 22 ga x 0.75¿ safestep infusion set was returned for evaluation. An initial visual observation showed some clamp induced tubing deformation and use residues throughout the infusion set. It was also observed that the safety was engaged upon return of the product. A microscopic observation revealed no remarkable damage along the tubing of the infusion set. Functional testing revealed the infusion set was patent to infusion and aspiration without leakage. The test was performed using water with a 12 ml syringe. The test also consisted of pressurizing the device to better understand where a leak may occur; however, the problem could not be reproduced. Upon analysis of the returned device, a safestep infusion set, the complaint of a leak in the tubing was unconfirmed due to successful infusion and aspiration of the device as it was pressurized without leakage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage was allegedly found from the tube. There was no reported patient injury.